Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, the malfunction alarm was cleared, and insulin delivery was resumed successfully.